Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was still on with the 'care fusion' screen up even after the pyxis was unplugged from the power line. The technical support specialist checked the device in rss, but the station was offline. The field service engineer attempted to remote into device, but it appears to be offline at that time. Later on, preventive maintenance was performed to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. Initial reporter facility name e1. - (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, screen was on with the 'care fusion' and screen was up even after the pyxis was unplugged from the power line. The customer reported that the malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.